Event description:
It was reported that after initial implant procedure, loss of capture was noted on the right ventricle (rv) lead. X-ray was performed and revealed a dislodgement on the rv lead. The lead was explanted and replaced. The patient was stable.